Event description:
It was reported that (1) lcsc5 was used during a laparoscopically assisted vaginal hysterectomy procedure. There was a lockout tone on the handpiece. Replaced with a new device to complete the case. There was no consequence to pt.